Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat. Leak test was performed and found opening on posterior, anterior and found opening crack on diaphragm valve a microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. And also identify sharp edge opening on anterior. Opening crack. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage. A sharp opening edge on anterior due to an unidentified (tear) opening. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.